Manufacturer narrative:
The lead was returned cut in two segments. External insulation abrasion was found at 39.4-40.5cm from the tip electrode, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location.

Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. The lead was explanted.

Manufacturer narrative:
The lead was returned cut in two segments. External insulation abrasion was found at 39.4-40.5cm from the tip electrode, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.